Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an angioplasty intervention procedure, an alleged problem occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 2.30mm in length, de novo target lesion with an ejection fraction of 52% was located in the severely tortuous and moderately calcified, 3.5 to 4.0mm in diameter left circumflex artery (lcx). The lesion was pre-dilated with an unspecified balloon catheter with 30% residual stenosis. Resistance was encountered during advancement. It was noted that there was an "alleged problem"with the 4.00x32mm promus element stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent detachment and stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: examination of the returned complaint device revealed that only the stent was returned for analysis. Struts were raised and misaligned throughout the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).